Event description:
It has been reported that AED was deployed, and the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Eval conducted based on communication with customer and distributor. End-user attempted to deploy the device with incorrect electrodes. Device labeling provides info and regarding correct electrodes and cautions to only use philips approved electrodes. This issue is being reported based on reported outcome per philips adverse event reporting practices.